Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's father stated on (B)(6) 2019, the patient¿s cgm values were between 120-220 mg/dl which is normal for him. However, the patient started vomiting in the morning and continued until early afternoon even after taking anti-nausea medication. He was taken to the emergency department (ed), his bg was tested and was over 960 mg/dl. The patient was admitted to the ed for diabetic ketoacidosis (dka), transferred to children¿s hospital where he was admitted to the intensive care unit (ICU) until the evening of (B)(6) 2019. Medical treatment included intravenous (IV) fluids, insulin, dextrose, potassium, and telemetry. At the time of contact, the patient was discharged home and is doing better but is not back to baseline. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. No additional patient or event information is available.